Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the ok key contact was found to not appropriately spring back. The audio bolus button was unresponsive. The display screen was dim and discolored. Unrelated to these issues, the keypad cover was missing. There was evidence of contamination found under the contrast key contact; this has no effect to on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a key contact issue, an audio bolus button response issue, and a display issue. This report is made based on results of investigation completed on (B)(6) 2015.